Manufacturer narrative:
(B)(4).

Event description:
On 11may2017 a patient (pt) called to report a current issue with an acuvue oasys brand contact lens. During the conversation the pt reported that he/she was diagnosed with a right eye corneal ulcer two to three years ago. The pt reported wearing an acuvue product, but can¿t recall which acuvue brand was worn at the time of the event. The pt went to an emergency room initially and was diagnosed with a ¿scratch¿ and was given a prescription for an antibiotic eye drop (name is unknown). The pt reports a follow-up appointment with an eye care provider (ecp) specialist (name and contact information were unknown) and diagnosed with a right eye corneal ulcer and was given a steroid drop. Pt reports continued use of the antibiotic and the steroid eye drop two to three times a day. Pt indicated that he/she did not return to contact lens wear for over a month. Pt agreed to return a call to provide ecp and ER contact information. Multiple attempts were made to the pt to obtain treating ecp and ER department contact information, but no additional information was received. The acuvue product and lot number are unknown. The suspect product is not available. The right eye corneal ulcer is being reported as a worst case. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.